Manufacturer narrative:
E1 phone number: (B)(6). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (guidewire manipulation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in italy, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, after the valve alignment during the valve advancement into the aortic arch, the guidewire was overthrust perforating the ventricle epicardium, causing a pericardial effusion with pressure drop. It was decided to proceed as fast as possible, so the valve was crossed, the system prepared and the valve released with no problems for the patient. Then cardiac massage and pericardiocentesis were performed. After 20min and after aspirating about 500ml of blood from the pericardium, the patient was stabilized and transferred to the ICU. On the same day, the patient had a re-tamponade and a cardiac surgery to repair the apex was required. After that, the patient was noted as to be stable. As per medical opinion, the cause of the event was the excessive thrust of the guide during the advancement of the valve into the aortic arch.